Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing disconnected near the tubing connector and the blood glucose level was raised. No further information available.